Event description:
Revision surgery was performed to address a broken pedicle screw.

Manufacturer narrative:
Review of the associated DHR found no device nonconformities that might have contributed to the event. The product labeling identifies implant breakage or failure as possible complications associated with use of the device.